Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. Internal components were evaluated which revealed that the bearings were corroded. Corroded bearings can lead to increased friction among the rotating components of the drill attachment which can result in the generation of heat.

Event description:
It was reported that during a procedure, the drill was getting hot. The procedure was completed with the same drill. There was no delay in the procedure and no adverse consequences associated with this event.